Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/28/2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was received: there were two complaints submitted by our office. 1.) Complaint number: (B)(4) account: (B)(6) center event date: 20-october-2022 product code: mcp496g lot number: shmkds 2.) Complaint number: (B)(4) account: the lloyd dermatology and laser center event date: 27-september-2022 product code: mcp496g lot number: semdxx as we only received 1 return shipping box, they were both included in the one box. Please review the above lot numbers correlating complaint numbers.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned samples determined that it was received, one needle suture piece outside their packaging that pertain to product code mcp496g. Upon visual assessment of the needle suture, it was observed that the strands have begun with a degradation process caused by exposure to the environment. In addition, the swage and attachment area of the needle was noted to be as expected. Per the condition of the sample, the functional test cannot be performed. The foil packet was visually inspected, and no anomalies were observed during the evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used on the skin. During the procedure, the suture was tied. The suture was initially placed interrupted. Breakage occurred during the second pass through tissue. The approximate location of suture breakage was 16cm in relation to needle. The suture did break in two pieces. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.